Event description:
It was reported that balloon rupture occurred the 99% stenosed target lesion was located in the non-tortuous and severely calcified popliteal. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries, reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).